Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 6 of 7 on the home choice (hc). The home patient (hp) stated the final line was in the organizer unused and the blue clamp was open and the hp knew it should have been closed. The hp would not continue therapy that night. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to dispose of the current supplies used. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated the final line was in the organizer unused and the blue clamp was open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.